Manufacturer narrative:
B5 was updated.

Event description:
The patient had been experiencing recurring skin infections and significant skin reactions at pod infusion sites. The reactions occur regardless of placement location, including the abdomen, legs, and arms, and appear as fluid-filled bumps/blisters, along with bright red, painful rashes. The duration that the affected pod had been worn on the abdomen is unknown. The patient sought medical attention on (B)(6) 2025, for these skin symptoms while wearing the pod. Reported symptoms included fluid-filled skin bubbles and red, painful rash at pod adhesive sites. The medical diagnosis was impetigo and atopic dermatitis, treated with mupirocin ointment, triamcinolone acetonide cream, and cephalexin. The family is scheduled to see a dermatologist for a follow-up and was advised to inquire about allergy panel testing to determine if the patient has a specific adhesive allergy. Follow-up information was received after the patient¿s dermatology appointment on (B)(6) 2026. The patient continues to experience skin irritation at pod adhesive sites, presenting as redness, painful rash, and fluid-filled skin bubbles consistent with prior episodes at the locations where the pod or sensor adhesive is applied. The dermatologist assessed the affected areas and determined the presentation was most consistent with a severe eczema flare related to dry skin, though an adhesive allergy could not be ruled out. The documented diagnosis was ¿allergic reaction vs. Severe eczema reaction.¿ treatment included initiation of dupixent for eczema management and a topical steroid cream for acute inflammation. During follow-up outreach, the parent reported ongoing skin irritation and plans to monitor the patient¿s response to the new treatments before making further changes to the device regimen. The parent was advised to reach out if symptoms persist. Dexcom was notified of the event on 26 march 2026.

Event description:
The patient had been experiencing recurring skin infections and significant skin reactions at pod infusion sites. The reactions occur regardless of placement location, including the abdomen, legs, and arms, and appear as fluid-filled bumps/blisters, along with bright red, painful rashes. The duration that the affected pod had been worn on the abdomen is unknown. The patient sought medical attention on (B)(6) 2025, for these skin symptoms while wearing the pod. Reported symptoms included fluid-filled skin bubbles and red, painful rash at pod adhesive sites. The medical diagnosis was impetigo and atopic dermatitis, treated with mupirocin ointment, triamcinolone acetonide cream, and cephalexin. The family is scheduled to see a dermatologist for a follow-up and was advised to inquire about allergy panel testing to determine if the patient has a specific adhesive allergy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.